Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advise to check the power switch to be sure it is making and breaking with button depression. The customer reported that the power switch was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator would not go into service mode. There was no patient involvement.